Event description:
It was reported, "the impaction handle has become difficult to use and would not work as intended. It needed to be replaced."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.